Event description:
The customer reported chemo leaking at the maxplus to cadd pump tubing connection. The pt rec'd treatment at the hematology/oncology clinic on (B)(6) 2013 and went home with cadd prizm pump infusion fluorouracil (5-fu) at 10 ml/hr for 46 hours. When he returned to the clinic on (B)(6) 2013 to be disconnected from the cadd prizm pump, he reported that he had noticed leakage near the cadd tubing to maxplus connection beginning the evening of (B)(6) 2013 that made his shirt wet (but not enough to run down his shirt). There was no pt harm or medical intervention. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer as the set was discarded. The customer's report of leaking at the maxplus to cadd pump tubing connection could not be confirmed due to the product was not returned for failure investigation. The root cause was not identified.